Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, missing serial number label, damage keypad overlay texture and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack on the white ring at the reservoir. The customer's blood glucose level was 198 mg/dl at the time of the incident. The product was returned for analysis.